Event description:
It was reported that the patient died when having a rest at school. The report indicated that when the teacher attempted to wake the patient, "she was gray and almost dead." Circumstances surrounding the patient's death were not reported. The pump was used to deliver baclofen; concentration and dosage were note reported.

Manufacturer narrative:
.